Event description:
The customer's mother reports the meter read 601 mg/dl. This is outside the system's measurement range of 10 to 600 mg/dl. No report of an adverse event. Return requested and replacement was sent. Controls were run, but out of range.